Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient stimulator was not functioning as expected. Imaging revealed that the lead had been twisted numerous times, pulling it from the epidural space and breaking the lead.